Event description:
It was reported that while discharge air, the catheter was found broke at depth 9 cm. The device was not used on the patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leak is confirmed and appears to be related to the use of the device. One 2 fr perqcath catheter was returned for investigation in opened packaging. The product information showed pn: 4132105 and ln: rect0196. The stylet flushing hub assembly was returned within the catheter. No apparent blood residue was present within the device. The sample was flushed with water using a 12 ml syringe and a leak was observed approximately 9.2 cm from the distal end. The catheter extended 30.5 cm from the hub. Microscopic observation of the leak location revealed a circumferential split. The center location of the split had a ¿v¿ shape. The split surface appeared to be smooth and appeared to contain surface striations. The characteristics of the split is consistent with damage caused by an ground sharpened instrument. Based on the location of the split and occurrence prior to use, the split may have been caused during trimming or handling of the device. The product instructions for use states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps." A lot history review (lhr) of rect0196 showed seven other similar product complaint(s) from this lot number.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of rect0196 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported that while discharge air, the catheter was found broke at depth 9 cm. The device was not used on the patient.